Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced drainage and redness at the ipg site. The patient was prescribed antibiotics. On (B)(6) 2018, the patient was seen by physician and infection had not resolved. As a result, the physician decided to explant the ipg. The patient¿s infection has been resolved.